Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 6 years due to mitral insufficiency. It was noted that fibrous ingrowth caused restriction in the leaflets of the valve findings at the surgery indicate a well seated prosthesis in the mitral position with central insufficiency with fibrous ingrowth into the leaflets. The valve was replaced with a non-edwards bioprosthetic valve, and the patient was taken to the cpacu postoperatively in stable condition.

Manufacturer narrative:
Evaluation codes: method other = x-ray. Evaluation summary: as received, a cut out in the tissue was evident at leaflet 3. The cut out measured to approximately 4mm at the free margin by 11mm into the cusp area. Leaflet 3 also exhibited a cut that measured to 6-7mm at commissure 1. As received the sewing ring was mostly cut off which exposed the band. The disruptions were most likely due to pathology testing at the hospital. As received, moderate to heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 5mm. Hos tissue covered regions of the free margin of leaflet 2. Also at the outflow aspect, heavy layer of host tissue overgrowth fused the free margins of leaflets 1 and 3 by 6mm. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by 5mm. Host tissue overgrowth restricted mobility in the leaflets. Minimal calcification was detected at the free margin of leaflet 3 detected only in the x-ray. Device evaluation confirms hos tissue overgrowth (pannus) as the primary cause of the reported insufficiency leading to this explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.